Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. Upon troubleshooting, the fse reviewed the log, investigated the complaint, and found that the x-ray pc was not turned on in conjunction with the device. The fse stated that the issue of the device not starting up after rebooting was due to the connection with the x-ray pc not being established. To resolve the issue, the fse replaced the x-ray pc. The defective x-ray pc was returned to philips for failure analysis. The cause of the x-ray pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the x-ray pc by the field service engineer has resolved the reported issue and restored the system's functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.